Manufacturer narrative:
First 4-5 times doctor used the product he felt it was runny. Talked with doctor to discuss mixing technique - to spatulate the yellow material first, then incorporate that into the white material to assure the thicker yellow material is fully incorporated into the complete mix of the product. Patient is going to try and retrieve the crown from stool. Patient's overall health is good. Dr. Noted that crown was retrieved as indicated above. As this time there is no apparent internal trauma reported by patient.

Event description:
Dr. Reported a patient had swallowed a 3-unit bridge (2 abutments and one pontic) that were cemented with fujitemp lt. Bridge was first cemented with temp grip (dentsply caulk) for 5 months. Dr. Decided to replace previous cement with fujitemp lt. Had no problem with retention - cleaned area and micro etched the inside of the crown. Dr. Stated the product was runny and felt his assistant, who has worked with him for years, mixed the product correctly.